Event description:
Reporter alleged the customer obtained the results of 171 mg/dl and 84 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Boston scientific crm received information that this right ventricular lead was explanted and replaced due to noise and clavicular crush.